Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
During initial assessment, an increased intraperitoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during cycle 5. The patient drained 4154 milliliters (ml). The programmed fill volume was 2200 ml. This drain meets iipv criteria.

Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse and provided the results of evaluation to the nurse and the probable cause identified. The nurse stated that she increased the tidal uf setting. The nurse reported that the patient is doing great on the new cycler with no reported issues. No patient injury or medical intervention was reported.evaluation: the device passed the homechoice return instrument test / evaluation (rite) electrical but failed the rite functional test for a modem port loopback failure. The device failed the modem port loopback during the rite functional test; however, the device met the remainder of the rite functional performance specification requirements. Troubleshooting of the device by the pal revealed the device functioned normally when additional modem port loopback tests were performed. The assignable cause of the iipv was determined to be: insufficient drain- use error tidal uf removal set too low. The rite failure is unrelated to accuracy and temperature performance; the device was found to meet functional specifications relative to the iipv identified via device log review. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for t he reported problem. The root cause investigation is in progress through (B)(4).